Manufacturer narrative:
(B)(4) likely caused the swelling of lips due to its hema content. Informed doctor office to instruct patient to discontinue whitening, the swelling should go away on its own within a few days, and the patient can continue to whiten afterwards, without the desensitizer. Followed up with doctor's office on (B)(6) 2014. Office personnel stated the patient has reported the swelling is now gone from the hema allergy to the desensitizer. It went away within a couple of days on its own. The patient did not have to seek medical attention to the office's knowledge.

Event description:
Doctor office reported that a patient called her office and said she experienced swelling of the lips after using the kor night bleach treatment. The patient stopped whitening.